Event description:
Outbound. Patient reports her pump started alarming double beep no message on screen, put same cassette lot number: 4103161 4g, 5 mls left in cassette on back up pump and running. No further details provided, product complaint only.